Event description:
The customer reported a leak coming from the white blood cell (wbc) and red blood cell (rbc) baths after running a startup on the coulter act diff 2 analyzer. The volume was reported by customer as 5 ml and the leak was not contained within the analyzer. Based on available information, the customer had unknowingly placed the analyzer in shutdown mode for the weekend and there was no cleanse solution available for the shutdown procedure. When the customer started up the instrument on monday morning, the operator realized there was no cleanse solution and installed a new bottle of reagent. When the operator performed the startup on the instrument, the wbc and rbc baths overflowed with rinse and isoton. The operator performed shutdown and then performed the startup again and no leaking was observed. The customer was wearing personal protective equipment (ppe), consisting of gloves only. The customer was not splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control plan at the facility. The customer also reported that the operator ran all three levels of qc and the analyzer generated vote outs for the wbc parameter on all qc levels. No patient results were affected and there was no death, injury or impact to patient treatment.

Manufacturer narrative:
The cleaner system does have a fluid sensor to determine there is sufficient reagent for the shutdown cycle. The customer indicated that they did not remember seeing any alert on the instrument for cleaner reagent status. The customer was able to prime the system, clean up the spill and reran the startup with no further problems. Beckman coulter field service was requested for this event but was later cancelled as the customer was able to resolve the issue. Per phone conversation with the customer on (B)(4) 2013, the control vials continued to give vote outs after the startup on the wbc parameter. The customer discovered the control vials were past the opened expiration date. The customer discarded the expired vial and opened a new vial of the same lot number, ran the controls and all parameters passed within specifications with no instrument generated flags. Failure mode for the leak has not been determined. Failure mode for the controls was use error; expired control material was used by the customer. The analyzer generated vote outs on the control materials to alert the operator to an instrument problem. (B)(4).